Event description:
As reported by our edward affiliates in denmark, it was a case of an implant of a sapien 3 ultra resilia in aortic position by transfemoral approach. A balloon burst occurred during deployment, when valve was totally deployed. No alignment difficulties were faced. During removal of the commander delivery system some difficulties were encountered to reinsert it into the esheath due to parachute form of the balloon. Finally the delivery system was cut and removed from patient with a snare. A part of the balloon was separated and remained stuck inside the esheath+. The patient did not suffer any injury and was noted to be stable and finally discharged. As per imagery provided, the distal tip of the esheath+ was split.

Manufacturer narrative:
The investigation is ongoing.